Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: the telemetry monitor in nurses station on 3g are frozen with the error message "application is not responding". The biomed performed a soft reboot to resolve the issue. The customer was unable to provide additional information about this event.